Event description:
During an unrelated procedure, externalization was noted on the riata lead, and therefore, the lead was explanted. The patient was in stable condition following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
During an in-clinic follow-up, the physician suspected subclavian crush on the right ventricular (rv) lead. Diagnostic imaging was performed, however rv lead damage was not confirmed. The rv lead was successfully capped and replaced to resolve this event. The patient was stable following this event with no adverse health consequences.